Event description:
The surgeon implanted lens and during the process of implanting the lens, the surgeon pulled part of the iris up into the wound. After the surgery was completed the surgeon went back and did an iris sweep. Lens remains implanted. No other info has been forthcoming.